Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Adc product quality engineering (pqe) investigated the complaint about the freestyle librelink app (fsll) and determined that there was no indication that the product did not meet specifications. As there was no available tracking and trending data at the time of the investigation, a tripped trend review was not performed but the complaint will continue to be monitored. If the product data is returned, the case will be re-opened, and an additional extended investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she was unable to reset her freestyle libre librelink password, and as such was unable to access librelink account to monitor glucose. The customer subsequently became dizzy and weak, and required treatment of sumo (juice) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she was unable to reset her freestyle libre librelink password, and as such was unable to access librelink account to monitor glucose. The customer subsequently became dizzy and weak, and required treatment of sumo (juice) by a third-party. There was no report of death or permanent injury associated with this event.